Event description:
Nurse pulled tubing out of packaging, getting ready to prime tubing, and noticed tubing had come apart at the needleless access site (y-site) on the tubing. This is referring to the 2nd y-site below the pump segment and safety clamp.